Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had a 1 mm cracked at the rubber of the connecting section. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found: internal image and cable flooding; electrical contacts discoloration; and connector cracks. Based on the results of the investigation, since the stress boot of the head had scratches and was penetrated, it was likely that water had flooded through the stress boot and caused the internal image and cable flooding. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a 1 mm cracked at the rubber of the connecting section. The issue occurred during reprocessing. There was no patient involvement.